Manufacturer narrative:
The customer's complaint that "the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The crew couldn't rotate the drive shaft to its home position and felt that the drive shaft was stuck" was confirmed during the functional testing and the archive data review. The root cause for the ua45 error was due to the drive shaft not being at the "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was noticed that the encoder drive shaft was stuck and prevented the drive shaft from rotating to its home position. The sticky clutch area was usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. Unrelated to the reported complaint, a small crack across the screw well area of the front enclosure handle was noted upon visual inspection. The cause of the observed physical damage could be a user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated several ua45 on the reported event date, confirming the customer's complaint. Unrelated to the reported complaint, further review of the archive indicated ua02 (compression tracking error), ua12 (lifeband not present), and ua17 (max motor on time exceeded during active operation) advisory messages on the reported event date in between the several ua45 advisories. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure the patient and the band are properly aligned, and press restart. User advisory 12 indicates that autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. User advisory 17 indicates that the lifeband is twisted or the battery voltage is low. The recommended actions for this type of user advisory are open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform failed functional testing due to ua45 displayed upon powering on and observed a sticky clutch, confirming the customer's complaint. The clutch plate was deburred to address the sticky clutch. After deburring, the drive shaft was rotated to the home position to address the ua45. The brake gap inspection verified the brake gap was within the specification, and a load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6)) was used for resuscitating a patient. During the compressions, the crew needed to reset the lifeband by pulling up on it three times. After resetting the lifeband (lot #unknown) and upon resuming compressions, the lifeband broke, the drive shaft spun, and the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Per the customer, the lifeband broke at the hinged belt guards of the lifeband cover plate. The crew reverted to manual CPR for the rest of the call. No consequences or impacts on the patient. After returning to the station, the crew couldn't rotate the drive shaft to its home position and felt that the drive shaft was stuck. Please see the following related MFR report: MFR 3010617000-2023-00854 for the lifeband.